Event description:
The patient contacted animas on (B)(6) 2012, and reported that the up and down arrow keypad buttons were not responding well to user presses. The patient denied damage to the keypad and reportedly cleaned the pump with soap and water. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad buttons demonstrated intermittent unresponsiveness. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The up arrow and down arrow key contacts were inverted.